Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports: while drawing up a drug and there were black spec/flakes inside the syringe.

Manufacturer narrative:
Submit date: 31-jan-2019. Added the initial reporter's last name in section e1.

Manufacturer narrative:
A review of the device history record (DHR) for lot no. 830947x indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include but are not limited to material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. Specifically, the manufacture of all molded components is conducted within a validated process inside a controlled manufacturing area. The critical dimensions of the molded components are gauged to ensure molded components meet dimensional specifications and are visually and physically tested for adherence to the quality inspection standard. If problems were detected during processing, non-conforming product would be identified and segregated. Molding, printing, assembly, and packaging machine maintenance requirements are documented. Records of maintenance activities are maintained. Procedures and standard work instructions exist for the set-up, operation, and maintenance of the molding machines and assembly machines. Cleaning and maintenance requirements are defined and implemented to ensure continuing process capability. Additionally, all shop orders are visually and physically inspected during the molding and assembly process. This syringe is intended to be a single use syringe and not qualified as a prefill syringe. Two-hundred (200) packaged samples and one (1) unpackaged sample were received for evaluation. A complete investigation was performed. Visual inspection to the quality inspection standard was conducted. Cracked luer taper was identified on one of the syringe samples. A small off-white colored foreign matter was identified on the needle assembly between the needle hub and the sheath on one of the syringe samples. A small piece of excess plastic material was identified on the outside diameter of the syringe barrel on one of the syringe samples that was determined to not affect the barrel printing. The plunger rod and rubber tip were exercised inside the syringe barrel on all the syringe samples with no evidence of black particulate inside the syringe barrel on any of the samples provided. As a result of a thorough investigation and product analysis, the following has been determined: given the representative samples provided as evidence, one (1) issue of damaged product or components (non-functional), one (1) issue of particulate and extraneous matter on outside of syringe, and one (1) issue of poor workmanship can be confirmed. Potential causes were identified as: the issue of cracked luer taper can potentially occur during production while being transferred throughout the assembly process. The issue of excess plastic material on the syringe barrel can potentially occur during production while being transferred throughout the assembly process. What appears as excess plastic material on the outer dimension of the syringe may be as a result of a jam occurring which led to the barrel being scraped and damaged. The hooded needle assembly is a purchased component. The issue of white foreign matter on outside of syringe was identified within the hooded needle assembly and would have been received from the supplier in this condition. At this time, there is not enough information and a CAPA will not be initiated. However, these conditions will be communicated to the appropriate manufacturing and quality assurance personnel. A communication will also be distributed to the supplier to heighten awareness of the reported condition associated with the purchased component. The reported customer complaint of black spec/flakes inside the syringes could not be confirmed. A root cause could not be determined. This complaint will be utilized for tracking and trending purposes.